Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have low pacing impedance. Ra lead insulation breach was suspected. Fluoroscopy performed confirmed ra lead insulation breach. The ra lead was explanted and replaced on (B)(6) 2021. The patient was in unknown condition. No additional symptoms were reported.